Manufacturer narrative:
Evaluation , results: inherent risk of procedure ¿ (failure to deliver and stent deformation); device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ (severe calcification <(>&<)> 99% stenosis; failure to follow instructions - excessive force was used in an attempt to advance the device. User/device interface - excessive force was used in an attempt to advance the device. (Deformation problem) evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ (severe calcification <(>&<)> 99% stenosis; inherent risk of procedure ¿ (failure to deliver and stent deformation); failure to follow instructions - excessive force was used in an attempt to advance the device. (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a severely calcified lesion in the rad with 99% stenosis. It was reported that resistance was noted when advancing to/across the lesion and force was used to deliver the device. It is reported that the stent dislodged and was removed from the patient. Evaluation summary: the device was returned with the stent positioned on the balloon. There was no evidence to suggest that the stent had dislodged and was repositioned back on the balloon. The distal tip was slightly flared indicating that it may have been stubbed during advancement. The distal shaft was kinked 4.8cm distal to the guidewire entry port. The 1st five distal segments were partially stretched and deformed with a number of struts raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)